Manufacturer narrative:
(B)(6). The customer did not supply patient demographics such as weight, ethnicity or race. The access sars-cov-2 igg reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. One patient sample was sent to the (B)(6) for investigation. Patient sample was tested neat with the sars-cov-2 igm, sars-cov-2 igg (qualitative) and sars-cov-2 igg ii (quantitative) assays. The marseilles chu obtained non-reactive results on the three assays. Customer's results were therefore confirmed. A decline in the antibody response over time may explain the non-reactive results obtained. This decline has been documented in several publications: seow j, graham c, merrick b, et al. Longitudinal observation and decline of neutralizing antibody responses in the three months following sars-cov-2 infection in humans. Nat microbiol. 2020, 5:1598¿1607. Patel mm, thornburg nj, stubblefield wb, et al. Change in antibodies to sars-cov-2 over 60 days among health care personnel in nashville, tennessee. Jama. 2020;324(17):1781¿1782. Doi:10.1001/jama.2020.18796 in conclusion, although both the access and vidas assays detect antibodies directed against the spike protein (which are more likely to neutralize the virus) differences in each individual assay are expected. No assay guarantees a specificity and a sensitivity at 100%. The cause of this event cannot be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On (B)(6) 2021 the customer reported a discordant non-reactive sars-cov-2 igg (access sars-cov-2 igg assay, part number c58961, lot number 971262) result was generated for one patient on the customer's access 2 immunoassay analyzer (part number 81600n and serial number (B)(4)). The non-reactive access sars-cov-2 igg result of 0.40 s/co obtained on (B)(6) 2021 was discordant with the vidas method (1.50 for a cut-off at 1.0). No data provided. The patient had a non-reactive sars-cov-2 igm result (0.23 s/co) the same day and he had a positive pcr on (B)(6) 2020. No affect to patients or end-users has been reported in connection with this event. No hardware errors or issues with other assays were reported in conjunction with this event. System check passed on (B)(6) 2021. Calibration passed on (B)(6) 2021 with reagent lot 971262 and calibrator lot 922604. Quality control (qc) was passing within the laboratory¿s established ranges. One patient sample was sent to the (B)(6) chu (complaint handling unit) for investigation. There were no issues with sample integrity reported by the customer. Sample information such as sample collection tube used, centrifugation time and speed, storage or handling was not provided by the customer.